Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit overheated and became hot to the touch. No harm or injury was reported.

Manufacturer narrative:
Due to character restrictions in block e1, e1 event site full name (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected field: b3. The initial MDR date received by mfg and the date of the event were submitted incorrectly. The correct date is 2024-12-27. Updated fields: b4, g3, g6, h2, h6 (investigation findings, type of investigation, investigation conclusions, component code), h11 the (fse) reported that they were not able to reproduce the issue. The fse did confirm multiple errors logged. The fse spoke to a getinge service matter expert (sme) who stated the issue was related to the executive processor board or real time clock. The fse replaced the real time clock (mca000000108). The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.